Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured. Further, this lv lead exhibited high pacing threshold. This lv lead was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.